Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call damage on the sensor. Customer's blood glucose level was between 70 to 120 mg/dl. Troubleshooting for damaged sensor was performed. Customer advised during an attempt to insert the sensor into the serter it broke into pieces. Customer advised they threw the damaged sensor away. Customer advised they were later able to get another sensor inserted properly. Customer was advised they would receive a replacement sensor.